Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor was very irritating and turned the skin a brownish color. The blood glucose reading was 190 mg/dl. He stated that it felt like the needle was still inside of the body and that the site was very itchy and bruised. The customer was advised to speak with a health care professional regarding this issue. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.